Manufacturer narrative:
Upon receipt of the complaint, the belmont sales rep went to the hospital the following day to further investigate the incident and subsequently reported that he and the staff educator determined it was possible that a staff member may have accidentally put an incompatible fluid through the disposable set. The rapid infuser has not been returned for investigation. The manufacturing records for this serial number were reviewed and nothing notable was indicated. The disposable set was not returned for investigation, nor was the lot number reported. We have reached out to the user facility for additional details about the case, including the lot number of the disposable set and the types of infusates used during the procedure. We will also offer to provide further in-service training for the clinical staff and remind the user facility of the instructions for use in the operator's manual, including the contraindications on page 1, warnings provided to ensure safe and effective operation listed on page 4, recommended operator actions for heating alarms on page 18, and the routine maintenance instructions provided on page 28. It was reported that there was no injury to the patient.

Event description:
The belmont sales rep received a complaint from the user facility involving a belmont rapid infuser and reported the following: "the belmont ri-2 had overheated and the disposable melted." The patient was not injured.